Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the conducer leaked. The product was changed out, there was no patient involvement, and the surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device; however, terumo is still investigating this issue and will be submitting a follow-up report when more information becomes available. (B)(4).